Event description:
It was reported to baxter slovenia that one (1) ce intermate sv 200 device was observed leaking during filling. According to the report the device was being filled with normal saline. No patient involvement; therefore, no report of patient injury or medical intervention. This is report 1 of 2 with the same reported problem from this facility.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "leak" was confirmed due to a ruptured reservoir. This is a single use device and will not be repaired. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause will be identified/addressed through the CAPA investigation, idc-CAPA-(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4).the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.